Event description:
It was reported to boston scientific corporation on june 13, 2008 that a prolieve thermodilatation kit was used during a prolieve procedure perfomed on a male patient (age and weight of patient are unknown) the month prior. According to the complainant, "during the procedure, the bladder anchor balloon had a leak". The procedure was completed with another of the same prolieve thermodilatation kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The lot number (615127) provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined.